Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely depressed creatinine (crea_2) test result was obtained from an atellica ch 930 instrument. Siemens evaluated the available data and found the following errors in the instrument health report (ihr) from 25-feb-2020: insufficient mixing sample mixer: sample mixer, sample abnormal aspiration dilution arm: pressure transducer and sample clog detected dilution arm: pressure transducer. No maintenance activity was noted. There was no indication of a reagent delivery issue based on the results monitor data. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. The cause of the discordant, falsely depressed creatinine test result is unknown. Contributing factors such as sample integrity and preanalytical variables cannot be ruled out. The instrument is performing within specifications. No further evaluation of the device is needed.

Event description:
A discordant, falsely depressed creatinine (crea_2) test result was obtained from an atellica ch 930 instrument. The test result was reported to the physician(s). The same sample was repeated the next day multiple times on the same instrument with higher and matching test results. The repeat test result was reported to the physician(s) and considered correct. There are no reports of patient intervention, or adverse health consequences due to the discordant, falsely depressed creatinine test result.